Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite is off. Their jaw has started to hurt after not wearing the aligners for only a few minutes. The have noticed increased senstivity in their front 4 teeth on the top and bottom, it has gotten worse over the past few days. Patient provided a bite video, advised a 2 week bite rest due to open posterior bite on the left side. Follow up with patient, left still appears open and they are still having bite concerns. Recommended another 2 weeks of rest.